Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, customer was "fiddling" with the pump/supplies to re-position on customer's body and contact suspected that this was why the occlusion alarm occurred. Insulin delivery was resumed to address the event. There was no reported impact to blood glucose.